Event description:
The distributor reported to baxter corporate product surveillance that one of their customers is having problems with the cysto/bladder irrigation set leaking when it is connected to the patient line. The connection on the last 10 of them had to be taped to prevent leakage. There was no patient injury or medical intervention reported. The incident occurred within the last week. This is report 7 of 10 of the same reported condition from this customer facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.